Event description:
It was reported that the ilet user¿s blood glucose was 213 mg/dl after lunch; the user explained that a breakfast announcement was entered instead of lunch, which aligned with higher carbohydrate intake at lunch and accounted for the elevation. Symptoms included hyperglycemia. Outcomes included self-monitoring only, with no medical intervention or hospitalization. Investigation included troubleshooting and user education on correct meal announcements and review of device data. Investigation of this case revealed that the device functioned as designed and the event was attributable to user error related to incorrect meal type selection rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement leading to transient hyperglycemia without clinical sequelae.